Manufacturer narrative:
The drill subject to this complaint was returned for eval. It was visually confirmed that the diamond coating was partially removed from the product. Lot no. Details were not provided. It was not possible to determine the definitive root cause for the event.

Event description:
It was reported that the diamond cutting material was flaking off during use. No adverse consequences were reported.